Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Upon x-ray, this ra lead appeared to be behind the pulse generator and the electrodes seemed to have moved. Moreover, the representative had noted loss of capture in which the configuration was then changed that produced capture at 0.875 volts at 0.8 milliseconds. Attempt to obtain additional information was unsuccessful. To date, this ra lead remains in service. No adverse patient effects were reported.